Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/27/2010, 05/28/2010, and 06/11/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "choroidal bleed" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A technician reported that a pt has a history of retinal detachment following intraocular lens (iol) implant surgery. During an additional procedure, the technician reported that the initial iol was explanted. Also during this additional procedure, a second iol was implanted but had to be removed (during the same procedure) due to a choroidal bleed. The pt was left aphakic. In a follow-up, the surgeon for the additional procedure (second lens) stated that he is not blaming the lens for the bleeding; rather due to the case being a complex one resulting from the pt's previous surgeries and retinal issues. Additional info has been requested. There are two medical device reports associated with this event. This is for the second lens.